Event description:
Lcp one-third tubular plate with collar and ti cannulated tibial nail-ex was implanted during an orif of the distal tibia and fibula fracture. Follow up visit x-rays confirmed broken plate on the fibula and nonunion of the tibia and fibula. Tibia nail remained intact. Plate and nail explanted. Surgeon will take cultures and implant an antibiotic nail. Once results are obtained from the cultures, surgeon will then determine how to revise patient.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.